Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval pins in the electrode belt's trunk cable connector were bent. The root cause of the bent pins was unable to be positively identified, but was likely caused by excessive force as the belt was mated with the monitor. No adverse event occurred due to the bent pins on the electrode belt. The last pt to use this electrode belt did not report any problems.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the pins on the trunk cable connector were found to be bent. The last pt to use this device did not report any deficiencies.